Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were inserted for the endovascular treatment of an abdominal aortic aneurysm in a pt in 2001. The pt had a history of severe scoliosis of the lumbar spine, smoking and hypertension. It was reported that the pt was evaluated for complaints of back pain. A CT scan showed a 6.5cm infrarenal abdominal aortic aneurysm. An abdominal aortogram in august 2001 showed marked tortuosity of the aorta related to severe scoliosis. Marked tortuosity was seen in the iliac arteries bilaterally with short-segment stenosis of the distal right common iliac and proximal left external iliac. Stenoses were seen in both saphenous femoral arteries with three-vessel runoff bilaterally. The pt had a cardiolite study, which was negative for reversible ischemia. Further work-up included a carotid ultrasound that showed no significant disease on either side. After close evaluation, the pt was felt to be a good candidate for endovascular repair of the aneurysm. The physician stated that technical issues/concerns included angulation at the proximal aortic neck due to the pt's severe scoliosis and access via the iliac arteries. The physician stated that the right iliac artery had significant stenosis that may require predilatation or balloon angioplasty to allow access for the device, and there was moderate tortuosity on the left side. After dilation of the femoral arteries bilaterally with renal dilators, a 21 french sheath was inserted in the right common femoral artery, and a 16 french sheath was inserted into the left common femoral artery. The bifurcated stent graft was inserted into the 21 french sheath into the aorta below the left renal artery. Because of the pt's severe scoliosis, the physician was not able to cannulate the left gate. Multiple attempts were made unsuccessfully; therefore, brachial/femoral access was obtained. The physician was then able to insert the 16 french sheath into the gate. The physician stated that just before deployment of the limb graft, the pt's blood pressure dropped to 50 mmhg. An aortogram was performed which demonstrated no endoleak; however, the physician elected to surgically open the pt immediately. The pt was opened surgically and the aorta was cross-clamped. An aortogram showed blood in the retroperitoneum over the left common iliac, and there was an area of dissection v/s extravasation. The physician stated that in retrospect he could have deployed the left limb to cover this area, but due to the pt's unstable condition, he decided to convert the pt to open repair. The physician also reported that the fluoroscopy function and visualization was poor, but the physician acted quickly and had the procedure under control. The physician stated that he questioned whether the pt had a myocardial infarction or dissection/tear at the time of pulling the 16 french sheath. It was reported that the pt expired that evening at 2100. No add'l info is available at this time.